Event description:
The customer reported that during a routine check of the iabp, auto fill failure was observed. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit with the trainer and balloon and started the fill process and the unit filled and started properly with no issues. The process was repeated several times with no issues. Performed functional and safety tests. Pump was returned to the customer. (B)(4).